Event description:
In 2003, this pt was implanted with gore excluder bifurcated endoprostheses. In 2009, gore received notification that the devices were relined because of reported increase in aneurysm size.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable.